Event description:
It was reported that there were white floating particles in a small volume intermate. This was noted before patient use. The device was filled with cefuroxime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured january 9, 2015 ¿ january 12, 2015. The device was received for evaluation. Visual inspection revealed white floating particulate matter in the device. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.